Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had button was not responding. The customer¿s blood glucose level was 69 mg/dl. The customer was assisted with troubleshooting. Customer stated that he was able to lock the battery cap in placed and since then the insulin pump was working fine. Customer stated that they had not used insulin pump in 2 years and tried to use it and act button was not working. Customer stated that they observed time clock for one minute to time advanced. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.